Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted non-me dtronic surgical valve, the valve dislodged. The cause of the dislodgement was reported to be tension on the entire valve system due to the non-medtronic guidewire. The interventional cardiologist (ic) repositioned the valve using a deflated balloon. The ic crossed the valve with the balloon, however decided to switch out the guidewires, therefore the balloon was never inflated. A non-medtronic valve was successfully implanted. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No additional adverse patient effects were reported.